Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-paced t wave oversensing was observed. Programming changes were made. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.